Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 25mm mitral bioprosthetic valve that requires valve in valve intervention due to mild to moderate regurgitation secondary to severe mitral stenosis after an implant duration of 11 years, seven (7) months. The patient was implanted with a 26mm transcatheter valve within the existing valve via transeptal approach. The patient was noted in stable condition without complications.